Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the station returned to normal after waiting approximately 1 hour and 15 minutes for the windows update to complete, resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unresponsive after a restart and stuck on the windows update screen. The customer stated that due to this malfunction unable to take medicine for patients during the downtime. There were no adverse events or injuries reported based on this event.